Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there is missing information on a component. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a comparison of a good syringe and two syringes with a scale marking issue. This defect can occur if the ink was not flowing properly inducing the symptom reported by the customer. To help alleviate this issue, a new ink viscometer was installed. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. A device history record review was completed for provided material number 301031, lot number 0302602. The review did not reveal any detected quality issues during the production of this lot that could have contributed to this reported defect and this event appears to be an isolated occurrence at this time. Further action has not been determined necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause: it could be possible that the ink was not flowing properly inducing the scale marking issue reported by the customer. Action: a new ink viscometer was installed.

Event description:
It was reported that 1,321 20 ml bd luer-lok¿ syringes experienced missing scale marking. The following information was provided by the initial reporter: material - 301031, batch - 0302602. We have identified a quality issue with stock of syr 20ml l/l (ref. 301031), which prevents this product from being used in the production of our kits. It was found that there is missing information on component.